Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels dropped to 46mg/dl. The customer's most current level was 136mg/dl. The customer treated the low with food. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.